Event description:
It was reported that the artificial urinary sphincter (aus) pressure regulating balloon (prb) herniated. A surgical procedure was performed during which the prb was explanted and replaced in a new location because of the tubing length. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100761885. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100775676. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4).